Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. During the call, patient's father reported that the receiver is working properly and displaying readings. Dexcom representative advised patient's father to close the applications and re-open g5 application. No additional patient or event information is available.